Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.